Manufacturer narrative:
Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked battery tube threads, cracked case (battery tube), broken reservoir tube lip, missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir was not able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.